Event description:
Call from (B)(6), psr with patient on the phone reporting that the piston is stuck in the cartridge chamber so she cannot load the cartridge to use the pump. Patient is successfully using the backup pump. Pump will be replaced. Patient is aware to wait for the return box and send the pump back in the box. Sn of mlfxn pump: (B)(4). Did the reported product complaint occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: na. Was a return box sent to the patient to return the malfunctioning pump to the vendor: yes. Dates of use: (B)(6) 2014 to ongoing. Reason for use: pah.